Event description:
It was reported that during a follow-up examination, exit block was observed. The atrial lead exhibited greater than 2000 ohms impedance and a capture threshold of 6.25 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.